Event description:
The hcp reported that the pump was explanted and returned to the MFR for analysis. The pump was implanted for 59.1 months. The hcp reported that the pt was receiving intermittent therapy. Three rotor studies were performed with three different results.